Event description:
Consumer stated that she purchased a flexcare platinum white from her dentist two months ago and the brushhead that came with it had an issue where the top bristles fell out in a chunk and the customer gagged.